Event description:
It was reported that the device had a pin that had broken off into the therapy connector. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The therapy receptacle connector assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly, and observed that a pin from the therapy cable was broken off inside a connector, designator j8. It was also observed that connector j3 was damaged.